Event description:
The core motor controller was sent for evaluation due to displaying a bias current error message during testing. There was no patient involvement and no adverse consequences associated with the device.

Event description:
The core motor controller was sent for evaluation due to displaying a bias current error message during testing. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event of bias current error warning displaying on the core console could not be duplicated during the device evaluation. The console, however, was found to have an error with the display due to an issue with the lcb pcb. The pcb was repaired to return the display to normal color. There were no issues found with the console that could have potentially caused the reported bias current error warning.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.